Event description:
It was reported that on (B)(6) 2022 a 27mm navitor tavi valve was selected for implant. The valve was 50% deployed at approximately 1-2mm depth at the non-coronary cusp and 3-4mm at the left coronary cusp. At 80% and 90% deployment an angiogram image observed a movement of the valve to a higher position. During valve release, the valve migrated to a super annular position at non-coronary cusp. A post dilatation was done with extreme caution to reduce paravalvular leak (pvl) and that is when obstruction of the left main artery occurred. The patient was in stable condition when suddenly a heart block was noted and an urgent recanalization of the left main artery was needed and performed under reanimation conditions. After using a non-abbott wire and ballooning with a 4.0mm non abbott balloon and a drug-eluting stent (des) non-abbott stent, the left main artery was recanalized and an impella device was used to support the heart function. It was noted that the patient passed away the same day in the intensive care unit (ICU). No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the paravalvular leak, migration of valve, heart block and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. Medical device code 2017 (improper or incorrect procedure or method) was removed.

Event description:
Subsequent to the initially filed report additional information was received: it was reported that on (B)(6) 2022 a 27mm navitor tavi valve was selected for implant. Pre-dilatation was done with a unknown 20mm balloon. There was sufficient calcium to allow anchoring of the device, the patient's agaston score was 2589. The majority of the calcification was at the non-coronary cusps. The annular dimension was dm 23.5mm, perimeter 72mm. Valve was 50% deployed at approximately 1-2mm depth at the non-coronary cusp (ncc) and 3-4mm at the left coronary cusp (lcc). At 80% and 90% deployment an angiogram image observed a movement of the valve to a higher position. During valve release, the valve migrated to a super annular position at non-coronary cusp. The implant depth at release was ncc : 0-1mm and lcc: 2-3. A post dilatation was done with extreme caution to reduce paravalvular leak (pvl) and that is when obstruction of the left main artery occurred. The patient was in stable condition when suddenly a heart block was noted and an urgent recanalization of the left main artery was needed and performed under reanimation conditions. After using a non-abbott wire and ballooning with a 4.0mm non abbott balloon and a drug-eluting stent (des) non-abbott stent, the left main artery was recanalized and an impella device was used to support the heart function. It was noted that the patient passed away the same day in the intensive care unit (ICU). The cause of death was noted as cardiogenic shock due to prolonged coronary ischemia. It was noted there was no tension in the delivery system at the time of final deployment. There was no interaction between the delivery system and the deployed valve. There was no difficulties in deploying the valve. The valve was never resheathed more than two times. The patient did not have a horizontal aorta. The migrated valve was not snared or re-positioned.